Event description:
It was reported that during a new patient implant case, high impedance was obtained with the initial lead and generator used. Troubleshooting stated to have been performed was re-insertion of the pin after being removed and cleaned multiple times which still led to high impedance. Lead was also inspected for any noticeable breaks/cuts but none were stated to have been noted. The test resistor was used with the generator and generator diagnostics was performed providing a normal impedance value. Since high impedance continued to be obtain, a backup lead was used. High impedance was still obtained with the second lead and first generator used and surgeon decided to use the back-up generator. Once the backup generator and second lead were used and normal impedance value was obtained. During follow-up it was stated it was unknown whether the hex screw driver was left in the set screw to relieve any back pressure. The pin could be seen to be inserted all the way and the nerve was not irrigated. The same steps were taken with the second lead which did work. Based on the troubleshooting steps confirmed to be received and confirmation a test resistor was used with the first generator returning a normal impedance reading, it is suspected the issue was with the initial lead used and sufficient troubleshooting was not performed with the first generator and second lead used. The device history record's of the first generator, first lead and second lead was reviewed. The generator and both leads passed final quality and functional specifications prior to their release. The initial lead and generator that were not used have been received into product analysis and is currently being performed. No additional relevant information has been received to date.

Event description:
Product analysis for the lead was completed. An analysis was performed on the returned lead portion and a cause for the reported high impedance allegations was identified. The lead was returned intact with three tie downs attached. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No other obvious anomalies were noted except for the five half sets of screw marks observed near the end of the connector pin indicating the connector pin had not been fully inserted into the cavity of the generator at one time. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the stated complaint of high impedance. Incomplete insertion of the connector pin is the most likely cause for the observed high impedance condition. Product analysis for the generator was also performed. Based on the findings in the product analysis lab, there were no anomalies found with the pulse generator.